Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure using the optiview technology, the surgeon was using the b12lt for the working port and the cb12lt for the camera port. Both of the devices were leaking pneumo during the procedure. The surgeon then decided to use two additional trocars and completed the procedure. There was no patient consequence reported. The devices were discarded.